Event description:
Discordant high immulite 2500 troponin results were obtained with plasma samples for two (2) patients. The initial and repeat results for both patients were positive for troponin on immulite 2500. The samples for both patients (including an additional sample drawn for patient #2) were also tested for troponin t on the laboratory's roche elecsys system, and the results were negative. The discordant troponin results were not reported to the physician. There was no report of adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument evaluation. Analysis of the instrument and the instrument data indicate that the cause for the discordant troponin results is unk. The instrument is performing within specifications. No further evaluation of the device is required.